Event description:
The following was reported to gore: patient presented for treatment in the left leg due to an observed leak after placement of a gore® excluder® aaa endoprosthesis. As reported, the patient's anatomy was very tortuous and the target treatment area was stenotic and aneurysmal. A gore® excluder® iliac branch endoprosthesis (ibe device) was deployed in the internal iliac artery. A 10mm x 65mm gore® dryseal flex introducer sheath (dryseal sheath) was used to advance gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Although difficulty was experienced during advancement through the dryseal sheath, one vbx device was placed and deployed. Next, an 8lmm x 59mm vbx device was to be advanced. However, the ibe device and the first deployed vbx device reportedly interfered with advancement of the 8lmm x 59mm vbx device. At this time, the vbx stent came off the delivery catheter. The dislodged stent and sheath were removed together with no issues. Coiling was performed instead of attempting to place additional devices. The patient did not experience any adverse consequences. The devices not implanted were discarded at user facility.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history confirmed device met pre-release specifications. The device was not returned to gore. Therefore, direct product analysis was not possible. Patient's weight, medical history and medications were requested but not made available.